Event description:
On (B)(6) 2014, a surgeon performed a subchondroplasty procedure on a pt's proximal femur. The pt complained of excruciating pain after the surgery. The pt was re-admitted to the hosp on sunday (B)(6). It was subsequently decided to revise the scp procedure with a total hip replacement.

Manufacturer narrative:
On (B)(6) the surgeon performed a subchondroplasty on a (B)(6) year old male under fluoroscopic imaging using a free hand technique. The surgeon performed a lateral approach following the femoral neck. The surgeon stated that the end delivery cannula (part 307.034) utilized in this procedure was short in reaching the desired implant placement site. As a result from a surgeon to surgeon call he placed a 2 mm k-wire through the cannula and advanced it to the desired depth under fluoroscopic guidance he then removed the k-wire and injected accufill 5 cc (bone void filler). According to the surgeon the fluoroscopy imaging did not reveal any signs of extravasation and he stated that he did not think he breached the cortical wall. After the surgical procedure the pt complained of the persistent excruciating pain and on (B)(6) was re-admitted to the hosp. On (B)(6) the surgeon performed a total hip replacement on the pt. During the hip replacement on the pt. During the hip replacement the surgeon reported that he found a "milky" "chalky" substance in the femoral joint. The white milky substance appears to be bone substitute material extravasation which the IFU (info for use) covers the proper cleaning and treatment of such. Following the hip replacement surgery, the surgeon collected images of whole and bisected images of the resected femoral head, which show a breach of the superior cortical wall.